Event description:
The product reported in this event is an exported device not cleared or approved for marketing in the u.s. The complaint is being reported based on this product meeting similar product criteria. It was reported that during an embolization procedure, while the coil was being repositioned it became stretched and unintentionally detached. A microcatheter was navigated to the target lesion and the coil was delivered via the microcatheter. While the coil was being repositioned, the coil became stretched and unintentionally detached. The pusher was withdrawn and removed from the patient. The procedure was continued with a second coil (unknown manufacturer). While advancing the coil through the microcatheter, resistance was encountered, and the coil was withdrawn and removed from the patient. The physician determined that the tip of the second coil became entangled with the mvi coil that had been stretched and unintentionally detached. The coil was pulled carefully so as not to move the coils that had been already implanted, cut with scissors partway and removed as much as possible, leaving the entangled portion in the lesion. Since the treated lesion was not affected by the removal of the stretched coil, the procedure was continued to treat the next lesion.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for analysis but has not yet been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device is received, the investigation will be performed, and a supplemental report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Manufacturer narrative:
Additional information received through email correspondence reported that there were seven coils of various manufactures used. It was clarified that the second coil was actually the seventh coil used and it is unknown if it was manufactured by microvention. It was stated that the tip of the seventh coil became entangled with the sixth coil, however the seventh coil was able to be removed from the patient. The stretched sixth coil was left behind in the patient and had to be cut. There is no change in the patient's condition and the patient information is not available due to the hospital policy. The device was received for evaluation. The investigation is ongoing.

Manufacturer narrative:
Additional information: h10 (summary device evaluation). Summary device evaluation: the investigation of the returned coil system found the pusher's hypotube kinked, the implant completely stretched throughout, and the implant separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The stretched condition of the implant is consistent with the coil becoming stuck or experiencing friction during repositioning within the target vessel (i.e., stuck on previously implanted coils or the tip of the microcatheter). The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.